Event description:
The bbraun tubing became disconnected prior to using it on a patient for the first event and for the second event the tubing was broken at insertion that feeds into the pump. No patient harm for the first event the reference number is (B)(4) for the second event the package was not kept. Reference report #mw5157913.